Event description:
Event [preferred term] (related symptoms if any separated by commas) bgl reach to 500 mg/dl [blood glucose increased] pen didn't inject the insulin normally [device delivery system issue] pen inject incorrect dose [incorrect dose administered by device] the cartridge holder detach from the pen body accidentally or intentional [device issue] the needle attached to the pen in between injections [product storage error] patient used the dialling clicks to estimate the dose of the product [wrong technique in product usage process] case description: this serious spontaneous case from egypt was reported by a consumer as "bgl reach to 500 mg/dl(blood glucose increased)" with an unspecified onset date, "pen didn't inject the insulin normally(device delivery system issue)" with an unspecified onset date, "pen inject incorrect dose(incorrect dose administered by device)" with an unspecified onset date, "the cartridge holder detach from the pen body accidentally or intentional(device component detached)" with an unspecified onset date, "the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) from unknown start date for "product used for unknown indication", patient age, height, weight and body mass index were not reported. Dosage regimens: novopen 4: novorapid penfill regimen #1: 15iu +20iu+15iu novorapid penfill regimen #2: 20+25+20 iu per each meal (dose increased) event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction for novorapid doesn't apply medical history was not provided. On an unknown date, patient's family member reported that their mother's blood glucose level (bgl) (test name: blood glucose) reached to 500 mg/dl as the pen didn't inject the insulin normally and injected incorrect dose. Before the event occurred, the cartridge holder detached from the pen body accidentally or intentionally, after which the patient performed insulin flow check. The reporter couldn't know the type of needle used (unknown type). Batch numbers of novopen 4 and novorapid penfill were unobtainable. Action taken to novorapid penfill was reported as dose increased. The outcome for the event "bgl reach to 500 mg/dl (blood glucose increased)" was not reported. The outcome for the event "pen didn't inject the insulin normally (device delivery system issue)" was not reported. The outcome for the event "pen inject incorrect dose (incorrect dose administered by device)" was not reported. The outcome for the event "the cartridge holder detach from the pen body accidentally or intentional (device component detached)" was not reported. The outcome for the event "the needle attached to the pen in between injections (device stored with needle attached)" was not reported. The outcome for the event "patient used the dialling clicks to estimate the dose of the product (wrong technique in product usage process)" was not reported. Since last submission, the case has been updated with the following: -medication error check box ticked-suspect product novorapid dosage regimen updated-action taken to novorapid updated treatment received for event blood glucose increased updated events device component detached, wrong technique in product usage process and device stored with needle attached added reporter's causality for bg increased with respect to novopen 4 updated product event details tab updated narrative updated accordingly. References included: reference type: e2b company number reference ID (B)(4) reference notes: event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Reporter comment: no lack of efficacy suspected with the use of suspect-novorapid the force needed to inject feel different from normal (lower/easier) the needle is attached to the pen in a 180 degree angle (straight on) the insulin in use preserved at room temperature 20-25 degrees celsius recently changed from another novopen to the current novopen.

Event description:
Case description: investigational results: novopen 4: batch number: unknown no investigation was possible, because neither sample nor batch number was available. Novorapid penfill: batch number: unknown no investigation was possible, because neither sample nor batch number was available since last submission, the case has been updated with the following: -malfuction and is non-reportable updated -imdrf codes updated -investigational results added -expected date of follow up report removed and final report ticked in EU/ca tab. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary novopen 4: batch number: unknown no investigation was possible, because neither sample nor batch number was available.